Event description:
Adverse event(s): "toxic central keratitis" (keratitis), "red eyes" (red eye(s)), "photophobia" (no code available), "sore eyes" (pain), "decreased vision" (vision, impaired), "superior pannus" (neovascularization), product problem(s): "none reported" (no information). On 03/01/2010, an optometrist reported, she diagnosed a patient with toxic central keratitis and superior pannus following the use of this product with hybrid hydrogel contact lenses. She stated the patient experienced frequent red, sore eyes, poor tolerance to lenses, photophobia, and decreased vision. She reported she prescribed the patient an antibiotic and preservative free artificial tears. The optometrist indicated the consumer discontinued contact lens wear from (B) (6) 2009-(B) (6) 2009. She also indicated she switched the patient to saline for sensitive eyes solution and daily disposable contact lenses. On 03/22/2010, the optometrist reported the patient's vision decreased, but is now bcva 2020. She stated the patient's symptoms have resolved.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested via phone on 03/01/2010, 03/16/2010, and 03/22/2010; via mail on 03/02/2010; via fax on 03/02/2010. Additional information was received from the optometrist on 03/22/2010. (B) (4)